Manufacturer narrative:
If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
It was reported that the pilot balloon of the tracheostomy tube broke. The pt was recannulated.